Event description:
It was reported that the device would not recharge. The manufacturer's field representative did extensive troubleshooting (not specified). The device was replaced approx 2 months after implantation. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.